Manufacturer narrative:
Updated fields: b4, g4, e1(event site email), e2, e3, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an alarm for a gas leak in the iab circuit. The iabp was switched with another and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an alarm for a gas leak in the iab circuit. The iabp was switched with another and therapy continued. No patient harm, serious injury or adverse event was reported.